Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Hypotension is a known potential adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the pt became hypotensive, and was treated with a dopamine drip. Additionally, two days post-procedure, the pt was noted to be anemic, etiology unk. Three units of packed red blood was administered. Reportedly, the blood pressure from the arterial line and the blood pressure cuff did not match, and it was concluded that the "pt's low pressure was likely artifactual, and had been largely normotensive through much of his hospitalization". Five days post-procedure, the hypotension and anemia resolved and the pt was discharged to home. Although requested, there was no add'l info provided.